Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of the transmission, it was noted that the pacemaker exhibited noise oversensing resulted in pacing inhibition and an inappropriate automatic mode switch (ams). No intervention was performed. The patient was in stable condition.